Event description:
The customer stated a patient generated sodium results of 165 and 167 mmol/l on the architect c8000 analyzer. The result of 165 mmol/l was reported and questioned by a home health nurse. Another sample was obtained yielding a result of 145 mmol/l. After replacing the ict module due to ict quality control out of range high, the original sample was retested with a result of 145 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Abbott field service (fs) found the ict syringe #11 plunger was sticking to the pump drive block due to spilled or leaking ict reference solution. To resolve the customer's issue, fs cleaned the pump drive block and replaced the syringe and verified system performance. The customer's complaint history does not include a recurrence of the issue. A review of complaint and trending data did not identify a c8000 or ict module product issue or adverse trend related to discrepant (B)(4) results. A cats review determined the current rate of inconsistent, erratic, and aberrant complaints and occurrences is below the established limits for the architect clinical chemistry systems. The architect system operations manual and ict sample diluent package insert provide sufficient information regarding maintenance, component replacement, interpreting results, and troubleshooting the customer's issue. Based on the available information, abbott fs determined the discrepant results were caused by the plunger for ict syringe # 11 sticking to the ict reference solution pump drive plate because of previously spilled or leaking reference solution. The source of the spilled/leaked reference solution is not known. Troubleshooting performed by fs to resolve the issue is consistent with information provided in the operations manual. A deficiency was not identified. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.